Event description:
It was reported that this right ventricular (rv) lead has been exhibited an increase in pacing impedance (775 ohms, within normal range), failure to capture, and high capture thresholds. The rv lead remains implanted. No adverse patient effects were reported. Additional information was received indicating that this rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service) due to high thresholds and failure to capture. A different lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead has been exhibited an increase in pacing impedance (775 ohms, within normal range), failure to capture, and high capture thresholds. The rv lead remains implanted. No adverse patient effects were reported.